Event description:
On (B)(6) 2010, a male, pt, underwent open explantation of zenith aaa components due to a massive endoleak. The pt was treated openly with sewn-in components of another manufacturers'. No further information has been provided to the manufacturer. Pt underwent an additional procedure post-zenith placement due to developing a massive endoleak of unreported origin. The solution for the disease progression was placement of an additional endograft surgically implanted. The pt's current condition has not been released to the manufacturer for the zenith components.

Manufacturer narrative:
Lot information was not provided by the reporter. Catalog # was not provided by the reporter. Expiration date unk as lot is unk. Additional surgery (open repair) is addressed in the IFU. Endoleak and explant are address in the IFU. Event is currently under investigation.